Manufacturer narrative:
The device was returned and evaluated. The reported complaint of heat and noise was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that heat and noise was observed on the bearing sleeve of the attachment device during testing. The date of the event was unknown to the reporter. The reporter confirmed that this event did not occur during surgery. No injuries or medical intervention was reported. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.